Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done the needle detaches from the thread (in the package/removal from package /during passage through tissue)? Please confirm. The needle detached during passage through tissue. Did the needle fall into the patient? -> no. If yes, was the needle piece removed from the patient during the same procedure? Na. Were x-rays taken to locate the needle? Na. Was there any patient consequence or injury? Na. What is the patient¿s current health status and condition? No consequences. Was any other tissue damaged as a result of searching the needle? Na. The needles have been discarded. The packaging with the remaining needles is available for return. Note: related events reported via 2210968-2023-00645 and 2210968-2023-00646.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached from the thread with passage through the tissue. There were no adverse patient consequences. No additional information was reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: the distributor reported that four sutures were used on the patient and two (2) of them were defective.